Event description:
It was reported that the patient became syncopal and fell injuring the patient's elbow and requiring stitches. Loss of ventricular capture was noted and the output was increased. Additionally capture management also increased the ventricular capture thresholds. The physician elected to explant and replace the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was stretched, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and a cosmetic depression, the lead was stretched, and there was apparent explant damage.